Event description:
It was reported that during a laparoscopic gastric bypass procedure, first or second firing felt resistance, staple formation did not look good so a new stapler was used and extra cartridge. A ligaclip was used across the staple line for additional security. Procedure prolonged 5 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information from the sales representative, I was in this case and some staples did not look properly formed, but another cartridge was used quite quickly and then the ligaclip. It was not easy to see and no photo was taken.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the device was fired, only the bottom half of the staples fired. The cut line was complete. When removing the device, the anastomosis tore. There were no staples found in the abdomen or anywhere else in the or. The surgeon created another anastomosis with a competitor's device. The case was completed with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the long45a device was received in good visual condition and with four cartridge reloads present. The reloads were received fully fired and with the lockout tab normal. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.